Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-07607. It was reported that the patient's device was explanted and replaced prophylactically due to advisory. No alerts were noted on the device. The patient has a history of ventricular tachycardia. During the procedure insulation abrasion was noted on the right ventricular (rv) lead. The lead was repaired and remained implanted. The patient was stable.